Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. The patient experienced vomiting, pain and discomfort for 10 days. An abdominal x-ray was performed on (B)(6) 2025, and confirmed that the balloon was hyperinflated. According to the information provided a blue dye was used when implanting the bib orbera balloon. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf device code a1406 is being used to capture the reportable event of spontaneous inflation. Block h11: the device did not return for analysis however the customer provided some pictures. A media inspection was performed, where it can be observed a line that indicates the presence of air inside the balloon. The reported event of balloon spontaneous inflation was confirmed. Also, the reported events of endoscopic procedure and imaging required could not be confirmed since the events happened during the procedure and the most probable cause cannot be established due to lack of evidence. Based on all gathered information, the most probable root cause selected is known inherent risk of device, since the adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. The patient experienced vomiting, pain and discomfort for 10 days. An abdominal x-ray was performed on (B)(6) 2025 and confirmed that the balloon was hyperinflated. According to the information provided a blue dye was used when implanting the bib orbera balloon. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf device code a1406 is being used to capture the reportable event of spontaneous inflation. Block h11 the device was returned for analysis. A visual inspection was performed. The device was returned deflated where it can be observed that the ballon-colored blue, most likely it was filled with methylene blue. Additionally, during the visual inspection is possible identify a large hole in the ballon (torn longitudinal). A media inspection was also performed, where it can be observed a line that indicates the presence of air inside the balloon. The reported events of "balloon spontaneous inflation" and "use of device issue - user error" were confirmed. For the ar codes balloon spontaneous inflation, discomfort, vomiting and pain, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For the events endoscopic procedure and imaging required, they happened during the procedure and the most probable cause of these reported issues cannot be established due to lack of evidence. In addition, the longitudinal tear that was observed in the balloon is likely to have occurred due to factors encountered during the procedure. Based on all gathered information, the probable cause selected is "known inherent risk of device." The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. According to the pictures provided, it can be seen the balloon dyed blue. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Manufacturer narrative:
Block h6: imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf device code a1406 is being used to capture the reportable event of spontaneous inflation.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. The patient experienced vomiting, pain and discomfort for 10 days. An abdominal x-ray was performed on (B)(6) 2025 and confirmed that the balloon was hyperinflated. According to the information provided a blue dye was used when implanting the bib orbera balloon. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.